Event description:
The manufacturer received information from a customer that a trilogy evo ventilator requires service. There was no serious patient harm or injury that occurred or was reported. The trilogy evo ventilator was returned and evaluated by a third-party service center. The device evaluation found a ventilator inoperative error code relating to a motor shutdown in the device's error log. The service technician states that the blower assembly was replaced to resolve the error. Additionally, two non-reportable error codes were found in the device's error log relating to the motor controller and a motor flux measurement. The muffler assembly, air foam inlet filter, and particulate filter were replaced for maintenance. It is also noted that the in-line filter prox is contaminated. The device passed all final testing.